Manufacturer narrative:
Technician found hydraulic back pressure behind the knee up solenoid plunger. Technician cleared the pressure and performed position calibration to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that bed had no head up function.